Event description:
It was reported that after changing infusion supplies, the user experienced sustained hyperglycemia with blood glucose readings over 300 mg/dl for several hours while using the ilet, then disconnected and administered 4 units of subcutaneous insulin by injection, after which glucose decreased to 130 mg/dl; the user subsequently changed to a new contact detach site and confirmed drops at the end of the tubing before resuming delivery. Symptoms included hyperglycemia. Outcomes included the need for corrective insulin by injection and user-performed site and tubing replacement, with no hospitalization reported. Investigation included guided troubleshooting and education focused on infusion site change and confirmation of insulin flow through the tubing. Investigation of this case revealed that the hyperglycemia was associated with an unclear cause, with a suspected infusion delivery issue mitigated by site change and verified priming. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.